Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a mini stroke in (B)(6) 2018. Since then, the therapy had not been working and they experienced a return of bladder symptoms. The patient was back to using pads. It was provided that during the call, the patient increased the settings and felt stimulation in the correct area. The patient had an appointment with their healthcare provider (hcp) in a couple of weeks, so they would discuss further with the hcp. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.